Event description:
2 staff were transferring resident. During this process a rubber end stop slipped causing the fabric loop to slip off the hook. This resulted in the sling letting go and the resident fell to the floor. Staff were able to somewhat break the fall for the resident thus decreasing the chance for injury. The co has been contacted and will send new rubber stops and the glue to use to attach them.